Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address tibial loosening approximately seventeen (17) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D11 - concomitant devices - nexgen precoat femoral component size f left catalog #: 00596001651. Lot #: 60789220, nexgen articular surface size ef 10mm catalog #: 00596404010 lot #: 60829122 g2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A photograph of the explanted device was provided; however, a detailed evaluation could not be performed. Radiographic evaluation confirmed medial tibial subsidence and overall loosening of the tibial component. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.